Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/16/2019. The manufacturer¿s field service engineer (fse) confirmed the reported system problems. In addition, the tidal volume was too large, traffic module was damaged, no other alarm and error codes were present. Issue. The manufacturer¿s field service engineer (fse) confirmed the machine has been repaired, the hospital thinks the maintenance price was high, and choose the third party to repair.

Event description:
The customer reported system problems. In addition, the tidal volume was too large, traffic module was damaged, no other alarm and error codes were present. There was no patient involvement.